Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. The event log showed no evidence. Customer's complaint was verified. Service replaced the downstream occlusion sensor. The problem source is customer induced.

Event description:
Information was received that the cadd prizm vip pump has psi(pounds per square inch) below specifications. No reported adverse effects.

Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.